Event description:
It was reported the patient was admitted to the hospital on (B)(6)2009 and had an episode of congestive heart failure during hospitalization which resolved with diuresis. Patient improved and was discharged to a rehabilitation center for further strengthening. The patient is reported to have died (B)(6)2009. It was reported the relatedness of the death to the device is unknown. The cause of death has been requested and not received.

Event description:
It was reported patient was admitted to the hospital on (B)(6) 2009. Patient had an episode of congestive heart failure during hospitalization which resolved with diuresis. Patient improved and was discharged to a rehabilitation center for further strengthening. The patient is reported to have died (B)(6) 2009. It was reported the relatedness of the death to the device is unknown. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Due diligence was done to find out information with no success- death registry, patient's family, hospital medical records.